Event description:
It was reported that the patient experienced a high blood glucose, with a highest cgm reading of 356 mg/dl on a dexcom g7, noted shortly after waking, with contact detach infusion set on the abdomen and recent supply changes performed; the cause of the hyperglycemia was unclear and device problem and component details were listed as insufficient information. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included interviews and analysis of the information provided by the user. Investigation of this case revealed no findings available, and the information was insufficient to identify a device-related problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.